Event description:
Release arm of ambiwalker was in the closed position. Resident was lifting the release arm of ambiwalker so she could get out and walk. As she lifted the release arm up, it apparently scraped her upper lip causing a 5 cm laceration. Required immediate attention, then resident was sent to local ER required 6 stitches.